Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 1,202 mcg/day via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2017 the patient's pump and catheter were explanted and replaced. The explanted products would not be returned for analysis as the costumer discarded them. The patient came into the ER for c/o catheter coming through skin at the back. It was unknown what if any environmental/external/patient factors may have led or contributed to this issue. The catheter was replaced as was the pump to ensure the infection had not spread. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The patient's medical history included cp r/t aneurysm as a baby.